Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing shocking and jolting sensation. Database analysis showed that the use of electrocautery on the previous revision had caused a problem with one of the components of the ipg which was also the cause of the jolting sensation. The patient underwent an ipg replacement procedure. The reason for the revision was that the previous battery had malfunctioned due to electrocautery use in the previous revision. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual (B)(4))

Manufacturer narrative:
Device evaluation indicated that ipg complaint of abnormal jolting sensation was confirmed. During testing, the impedance of the electrode #24 was extremely low (12 ohms) with load connected. It was determined that the electrode was shorted to the vh node inside the slave asic (u3). There was unexpected output detected on the node as the device was depositing excessive charge on the output. It was reported that electrocautery was used in his previous revision.

Event description:
A report was received that the patient was experiencing shocking and jolting sensation. Database analysis showed that the use of electrocautery on the previous revision had caused a problem with one of the components of the ipg which was also the cause of the jolting sensation. The patient underwent an ipg replacement procedure. The reason for the revision was that the previous battery had malfunctioned due to electrocautery use in the previous revision. The patient was reportedly doing well postoperatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).